Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that during a laparoscopic total gastrectomy, a red warning light was observed and an alarm was provided by the system. The surgeon stopped using the system and the dissector was cleaned. When the surgeon went to continue using the system, it was noticed that a piece of the wave-guide had become detached from the dissector. Nothing fell into pt cavity and there was no pt injury reported. The customer has indicated that the piece that disengaged was discarded at the facility.